Manufacturer narrative:
(B)(4). D4: batch # 691d85 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads (b & c) present. The reloads were received with no staples present on the reload pockets, and with some b-formed staples on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. No cutting issues were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 691d85, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that in the middle of an unknown procedure, it was observed that there was a problem with the cartridge while firing the stapler. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/21/2026. D4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? 1. Completed but not all staples formed. 2. Not all the staples formed properly. 3. Not completed. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? 4. The device did cut. 5. Irregular cut. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? 6. There was no difficulty opening the stapler. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 1/30/2026. D4 batch #691d85. H6. Medical device problem code: failure to cut (a050702). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads (b & c) present. The reload were received fully fired. The reload b was received with some b-formed staples on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. No cutting issues was noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 691d85, and no non-conformances related to the reported complaint condition were identified.